Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist at our us office that (B)(4) single use resuscitation circuit kit contained 72mm (p/n rd807) masks instead of 60 mm (p/n rd806) masks. This was found prior to pt use, right out of the box.

Manufacturer narrative:
(B)(4). Method: the returned (B)(4) single use resuscitation circuit kit was visually inspected. The device history record (DHR) summary forms of both 72 mm (rd807) and 60 mm (rd806) masks were also reviewed to check whether both sizes of masks were mfg on the given lot date. Results: the reported fault was confirmed. The returned circuit kit contained 10 rd807 72 mm masks instead of rd806 60 mm masks. Based on the DHR review, 72mm and 60mm masks were not mfg on the same day. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the DHR review revealed that there was no label mix up between the two sizes of masks. The reported fault is most likely due to incorrect packing during the assembly process. Fph has not received complaints of any similar incidents for these particular products. Replacement masks have been supplied to the hospital.